Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system seal remained in the loader when the delivery system was pulled out. Replaced with another heartstring with the same lot # to complete the procedure, however, the seal remained in the loader again. The customer was unable to anastomose one branch and finished the surgery. He did not feel any odd resistance when he was pulling out the delivery system. The seal of one of the two devices came out of the loader, because the doctor took it out and tried to load it into the system himself. The hospital did not report any patient effects.

Manufacturer narrative:
Event or product problem correction: product problem. Type of report correction: malfunction. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system seal remained in the loader when the delivery system was pulled out. Replaced with another heartstring with the same lot # to complete the procedure, however, the seal remained in the loader again. The customer was unable to anastomose one branch and finished the surgery. He did not feel any odd resistance when he was pulling out the delivery system. The seal of one of the two devices came out of the loader, because the doctor took it out and tried to load it into the system himself. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Although it was stated in the complaint summary, that the failure occurred during preparation, signs of clinical use and evidence of blood were observed. Blood was detected on both the loading and delivery devices, along with the seal. A visual inspection was conducted. The delivery device was returned separate from the loading device. The seal was returned separate from both the loading and delivery devices. The slide lock was in the locked position, and the plunger was not depressed on the delivery device. There were no signs of cracks or delamination on the seal. No other failures were observed. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .198 inches, the outer diameter was measured at .220 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "fitting problem" is not confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system seal remained in the loader when the delivery system was pulled out. Replaced with another heartstring with the same lot # to complete the procedure, however, the seal remained in the loader again. The customer was unable to anastomose one branch and finished the surgery. He did not feel any odd resistance when he was pulling out the delivery system. The seal of one of the two devices came out of the loader, because the doctor took it out and tried to load it into the system himself. The hospital did not report any patient effects.